Event description:
Pt had a history of diabetes, heart failure, copd and rheumatoid arthritis and was admitted through the emergency dept (ed). Pt was diagnosed with bilateral pneumonia. Upon being returned to the ed from the CT scan unit, the healthcare staff noted that the nibp function of the monitor was not working properly. The cuff would not inflate. Thus, the monitor was turned off and reset; still, the cuff would not inflate past 20. A new cuff was placed and the tubing was checked by the ed charge nurse; however, staff could not get the nibp function to work. The EKG and spo2 portions of the monitor were, however, working properly. Since this pt was hypotensive, manual blood-pressure readings were taken. The pt was not harmed in any way by this equipment malfunctioned. The biomedical engineering dept was notified of the failed nipb function on this monitor.

Event description:
Add'l info rec'd from MFR 12/13/02: the model number of the device listed in the medical device report was not provided by this facility. The serial number of the device listed in the medical device report was not provided by the facility. The facility has not provided medical data electronics (mde) with add'l info beyond that reported in mw1026186. The initial reporter referred mde to this facility's biomedical engineering department for further info. That dept has not provided mde with any add'l info as of this date. The hospital did not provide mde with the equipment alleged to have malfunctioned, nor have they provided their own analysis of this equipment. The event described in this report may have been caused by an incorrect user setting. If the nibp feature was not active or configured for the wrong pt size, this would explain the event described in the report. If there was a malfunction of the equipment as alleged in the medical device report, the most likely cause would be a leak in the external blood pressure cuff or a leak in the air pump or associated tubing of the multiparameter module of this device. Mde first received info concerning this event on november 18, 2002, which is the date mde received the letter from FDA dated october 31, 2002. This facility has not yet provided MFR with the status of this equipment. Mde has offered to evaluate the equipment alleged to have malfunctioned as well as any other escort ii monitors in their inventory.